Manufacturer narrative:
At the time of this report, the glidescope gvm video monitor has not been returned to verathon for evaluation, however the return of the monitor is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by a distributor on behalf of the customer, that during a patient procedure, using a glidescope gvm video monitor, the image was intermittent. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.